Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was unable to be interrogated with no sign of pacing due to it being unresponsive. It was also noted that the device had early elective replacement indicator (eri) and battery voltage variation. The device was explanted and replaced. No patient complications have been reported as a result of this event.